Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker and the two associated leads were implanted on (B)(6) 2017. Reportedly, the pacing system was explanted on (B)(6) 2017 due to an infection of the pacemaker pocket. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.

Event description:
The subject pacemaker and the two associated leads were implanted on (B)(6) 2017. Reportedly, the pacing system was explanted on (B)(6) 2017 due to an infection of the pacemaker pocket. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
(B)(4).